Event description:
During a post stent dilatation procedure, the ballon would not deflate properly. A syringe was used to deflate the balloon enough to remove. It was observed that the balloon was winged. No pt injuries or complications occurred.